Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 470 mg/dl at the time of incident. The customer was treated with insulin drip and syringes. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced the symptoms related to the high blood glucose was nausea, abdominal pain difficulty breathing. Customer stated that the auto mode was automatically adjusting insulin at time of high blood glucose event. Based on customer¿s report customer does not allege pump was under delivering. Customer reports insulin exited at the quick release. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Insulin pump passed the delivery accuracy test at 0.08670 inches. Device communicated properly with the test guardian transmitter and tested with glucose sensor simulator. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).